Event description:
Pt reported that insertion of the infusion headsets caused pain, and afterward, the infusion cannulas were bent. The pt did not require treatment from a health care professional or second party to address the issue. Infusion sets were returned for eval. This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(6) 2011. Further investigations are ongoing with an assigned taskforce.